Event description:
The pt underwent a rotablator procedure and placement of a balloon pump. The physician attempted arteriotomy closure of the left groin with a prostar 11 fr device. When deploying the device the physician noted resistance. The needles presented outside the barrel. Needle backdown was unsuccessful. The physician then extracted the device with manual force. A c-clamp was put on the left groin to close the arteriotomy. The pt's left leg became ischemic after having the c-clamp on for over an hour. The pt was taken to surgery for thromboembolectomy and for placement of a vein patch to repair the artery. The vascular surgeon noted that the arteriotomy was in the left superficial femoral artery. Prior to the surgery, the physician attempted arteriotomy closure of the right groin where the balloon pump was placed with a prostar 8fr device. The physician deployed the device and successfully closed the arteriotomy. However, oozing was noted and the physician used an arterial tamper. Hemostasis was never fully achieved. During the surgical repair of the pt's left groin, the vascular surgeon closed the arteriotomy of the right groin using suture. The vascular surgeon noted that the site of the arteriotomy was the right superficial femoral artery. The pt was re-admitted to the hosp on 11/2/1999 with large hematomas on both groins. The pt underwent debridement of her groins. The pt recovered without further incident. Of significance is that the prostar 11 fr pvs device is an expired product that is no longer mfg or distributed by perclose, inc.